Event description:
It was reported in a service report that the siderail was broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results - right foot siderail broke -- stuck in low position.